Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
The advocate called on behalf of a (B)(6) customer. She stated that he tested his blood glucose using his breeze2 meter and received a normal reading around 200 mg/dl. The customer took his medication as prescribed. Sometime later the customer began to not feel well and his blood glucose had dropped to 20 mg/dl. She stated the customer was in a coma as a result of his hypoglycemia and was undergoing physiotherapy to recover. The advocate was unable to provide any additional information about the event. It's not known if any product will be returned at this time.